Event description:
Information received a smiths medical cadd extension sets ,three out of six were defective and leaking out of the filter. The patient was able to switch tubing and there was no adverse events. Patient also had a back up device. Report indicates he is on medication for pulmonary arterial hypertension. Receives remoldulin 10mg/ml. . The incident was a delay in therapy, as needing to switch pump and tubing. No patient adverse events were reported.